Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter inside the nozzle. There was no patient involvement.